Event description:
The customer reported to beckman coulter (bec) that 10 cc of diluent leaked from the coulter hmx hematology analyzer and onto the counter. The customer was wearing gloves, gown, and goggles at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. The customer performed a startup and ran latron that passed. No patient samples were run. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched to site for this event. The customer technical support (cts) stated that customer had found that the tubing from the blood sampling valve (bsv) had popped off causing the leak and reattached it resolving the issue. The customer indicated that they would call cts back if additional assistance was needed. Based on service history for this instrument, as of (B)(4) 2013, the customer has not called back in regards to this event. Failure mode was attributed to tubing that popped off the bsv. (B)(4).